Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7 implantable collamer lens of diopter -7.0 into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to correct low vault but it did not resolve the problem. The lens remains implanted.